Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was explanted from the patient's left eye, as it became dislocated due to a posterior capsule tear. A model za9003 was implanted in the sulcus; however was removed in the same surgery and replaced with a non-amo lens. There was extra time during surgery for the explant and replacement which caused additional corneal edema. Patient was doing well post op, seeing 20/20. A separate MDR has been filed for the replacement, model za9003 lens.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: as the serial number is unknown, the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.